Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to incorrect electrode placement. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Correction: the correct date uf/importer became aware of the event (f6) and report sent to manufacturer (f13) sent is may 13, 2024, and not june 19, 2024, as previously reported in the initial report.